Event description:
It was reported that the patient experienced multiple hypoglycemia events while using the ilet, followed by hyperglycemic spikes attributed to overtreatment of lows with oral glucose and subsequent device insulin delivery reacting to the rebound. Symptoms included low blood glucose. Outcomes included the need for troubleshooting and education. Investigation included a clinical review and user coaching. Investigation of this case revealed user technique issues related to overtreating hypoglycemia and the need to allow the system to adapt to lows. It was concluded that the event was due to user management of hypoglycemia, and education on using less carbohydrate to treat lows was provided.